Manufacturer narrative:
Additional contact information: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a high pressure alarm. Per reporter no pain, leaking or swelling at the port site was observed and there were no visible kinks in the tubing on top of the cassette. Troubleshooting was performed, but the alarm was not resolved. No adverse patient effects were reported. Per reporter no additional information is available.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a "high-pressure" alarm is a kink in tubing or the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.